Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome was not cutting/safety and not working. No adverse events have been reported as a malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On july 31, 2018, it was reported that the unit was not cutting and the safety was not working. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) twenty-three times as documented in the repair reports in livelink. The last repair was january 12, 2015 where the device was returned after being used as a loaner unit and the device was evaluated with the bearings replaced. Product review of the electric dermatome on september 27, 2018 revealed that the control bar was above the master blade on the left side. The motor speed was below specifications and the calibration was out of specifications at the zero setting only. The head was dinged and dented. The neck and hand piece had deep indentations. The safety on the lever worked as intended. The customer did not return a power supply for evaluation. Repair of the electric dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event that the unit was not cutting was confirmed since during the product review it was noted that the master blade was above the control bar on the left side and the device operated below motor speed specifications. The reported event that the safety was not working was non-verifiable since during the product review it was noted that the safety switch on the lever worked as intended. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the master blade was above the control bar on the left side and the device operated below motor speed specifications. It was also noted that the safety switch on the lever worked as intended. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.